Event description:
In early 2008, a patient came in for breast augmentation. Urinalysis and urine hcg were done. The urine hcg result was negative. This patient called the office two days later to report her status after surgery and she stated she was pregnant. (The office doesn't know how this was determined, by a home pregnancy test or if another doctor's office did testing). Lauren mentions the fact that when this patient was seen in their office on the same day, she was either on her period (light period) or was "spotting" because she had recently (exact date unknown) had an iud put in by another doctor's office. The patient indicated in writing that she was not pregnant because she was having her mense on the same day, verified by urine analysis and she was fitted with iud.

Manufacturer narrative:
Retention device testing performed. The retention devices meet qc specification. Correct positive results were observed when tested with 25 miu/ml hcg urine control. The 100 miu/ml, 10 iu/ml and 213.2 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probable root cause: the urine hcg level always lower than serum as the urine sample is more likely influenced by many factors. If the patient drinks too much water which will dilute the urine before the test, the urine may not contain representative levels of hcg and a false negative result may be obtained. As so, if pregnancy is suspected, a first morning urine specimen should be collected and tested. Conclusion: this complaint is not confirmed. Manufacturing documentation for this lot number was reviewed. No abnormality had been observed.